Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The suspected cause was due to the customer¿s health care provider (hcp) adjusting their personal profiles. Customer consumed glucose tablets to address bg. The customer will monitor bg levels and contact tandem customer support (cts) as necessary.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.